Event description:
The rptr stated that the results of his meter to lab comparison resulted in a 100 point difference between the two meters. The exact results were unavailable. The rptr did not have any control solution.